Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit stopped working. Staff switched unit and proceeded with therapy successfully. There was no patient harm.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
It was reported that during use on device the cs300 intra-aortic balloon pump (iabp) unit stopped working. Getinge field service engineer (fse) found "iab disconnected" message in event logs on april 8th. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. There was patient involved.

Event description:
N/a